Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: a review of the pump¿s history showed no evidence of short battery life; multiple low battery warnings associated with the same battery were observed in the history. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The power draws were found to be in specifications. The pump cover was removed and no damage was found to the internal components and no moisture ingress was observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.